Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure hepatectomy, during liver resection, the clips were not closed and fired as u-shaped. It was noted that the surgeon was able to squeeze the handle but the jaws were not able to close. There were also issues experienced with the loading or firing of the clips. The clips were not able to load properly into the jaws as reported. The device was replaced with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the distal end of the channel cover di sengaged. The damaged cover prevented proper clip loading and formation during a functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manuf acture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.